Manufacturer narrative:
Additional information: per information provided material is not available for investigation as it remains implanted. However, a video was provided which upon evaluation of the video, the implantation of the lens was observed; however, the video does not show the preparation process of the device before the iol delivery process. The intervention was evaluated until the lens was implanted. It can be observed that the pushrod overrides the lens. Also, some mark can be observed at the lens surface when it was fully unfolded, but it cannot be distinguished if the condition observed is relates to a crack, scratch, or other condition on the lens since sample is not available for evaluation. The reported issues were verified; however, since there is no sample (e.g. The lens or the device) returned for further evaluation, the complaint reported cannot be confirmed by the manufacturing site as related or originated during the manufacturing process. Product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(6). The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol), the plunger rod overrode the lens and the optic was scratched. The operation was completed with the same lens. The lens remains implanted as of to date. There was no health damage issues reported and the doctor stated that the scratch on the optic does not affect patient's visual acuity. No details on the implantation of the lens was provided after the override occurred. There was no patient injury reported. No additional information was provided.